Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device slid sleeve was loose and the device could not lock/secure the pin device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the quick coupling device was not gripping the pin device. During in-house engineering evaluation, it was observed that the device slid sleeve was loose and the device could not lock/secure the pin device. There were no delays in a surgical procedure as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.